Event description:
Approximately two years and six months later, the pt returned with chest pain and in-stent restenosis was observed. A 3.0 x 33 mm cypher stent was used to treat the restenosis. It was noted that about a year after the index procedure, the pt stopped taking his plavix. The pt's initial admitting diagnosis was unstable angina. The pt had a type b, de novo, calcified and concentric lesion in the mid left anterior descending. The lesion was approximately 30 mm in length and the vessel diameter was 3.0 x 33 mm. The pt had a 3.5 x 18 mm cypher stent implanted at 14 atms for 70 seconds in 2004. The residual percentage of stenosis post stent implantation was 0. Timi flow grade pre and post procedure was 3.

Manufacturer narrative:
The event involved a male with a history of diabetes, hyperlipidemia and smoking. This pt's history places him at increased risk of mace. The indication for admission to hospital was unstable angina. An emergent coronary arteriogram revealed a 30 mm, de novo, type b lesion in the mid left anterior descending artery that was described as calcified and concentric. The reference vessel diameter was 3.0 mm. According to the IFU, cypher is indicated for use in discrete lesions. Additionally, the IFU states the use of cypher is contraindicated for use in pts who have suffered unstable angina prior to the procedure. The lesion was treated by implantation of a 3.5 x 18 mm cypher stent at 14 atm. Resulting in a residual stenosis of 0%. Timi flow remained 3 both pre and post-procedure. Intravascular ultrasound was not conducted. It was reported there was healthy tissue to healthy tissue coverage by the stent. Pre-procedural medications were not indicated however; the pt was given angiomax during the intervention. Heparin was not administered and act values were not measured. The pt was discharged home on plavix. Approximately thirty months following the index procedure, the pt returned with chest pain. A repeat coronary angiogram revealed an in-stent restenosis of the cypher. This was treated by implantation of a 3.0 x 33 mm cypher stent. It was noted that about a year after the index procedure plavix was stopped. The device remains implanted in the pt and thus not available for evaluation. The lot number of the cypher is not known and so a device history records review was not conducted. Restenosis is a known potential adverse event following stent implantation. Based upon the information provided, it is not possible to conclusively determine the cause of the event however; there are pt and lesion factors that may have contributed to it. There is no clear indication this event was design or manufacturing related.